Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. The balloon was inflated three times at 24 atmospheres each for 10 seconds respectively, however, during the third inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.